Event description:
It was reported to target that during an embolization procedure the coil of the cfc unraveled. It was discovered on 11/10/98 during the inspection of the returned product that the coil had detached making this a MDR. This occurence had no effect on the patient's health.